Event description:
A nurse tried to wedge the swan ganz catheter. The syringe plunger went all the way in with no wedge and then failed to retract or withdraw on its own. When pulling back the plunger, there was blood in the syringe. The patient became tachypneic, but the oxygen saturations stayed in the 90's. A chest x-ray, abgs, and a cbc were done. The patient's respirations finally went to the 20s and the patient was more comfortable.

Event description:
A nurse tried to wedge the swan ganz catheter. The syringe plunger went all the way in with no wedge and then failed to retract or withdraw on its own. When pulling back the plunger, there was blood in the syringe. The patient became tachypneic but the oxygen saturations stayed in the 90's. A chest x-ray, abgs, and a cbc were done. The patient's respirations finally went to the 20s and the patient was more comfortable.